Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while performing a pullback, a motor drive unit overload occurred, causing the image to be lost. When the physician removed the catheter, it was found to be twisted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window and telescope were kinked. Functional inspection of the device, along with the above-referenced calibrated equipment, was also conducted. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Additionally, the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during the auto pullback test. Impedance testing revealed no electrical issues with the device.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while performing a pullback, a motor drive unit overload occurred, causing the image to be lost. When the physician removed the catheter, it was found to be twisted. The procedure was completed with another of the same device. There were no patient complications reported.